Manufacturer narrative:
The exact cause for the reported hydrophilic coating peeling has been revised from manufacturing process to undeterminable the stent was returned within its deployed state within the dispenser hoop. Analysis of the device revealed that the delivery catheter was noted to be kinked and peeled at the distal end. The distal tip of the catheter and the marker band were noted to be flattened. In addition kinks were noted on the stabilizer. During function testing the dispenser hoop was flushed and an attempt was made to remove the device, however it was unable to be removed from the hoop. The hoop was cut in order to remove the device. The device was wetted and wet fingers noted that the catheter coating was peeled and from the coated section of the catheter. Resistance was noted as the stabilizer marker was advanced through the flattened tip of the catheter. The dual taper tip of the stabilizer was cut in order to remove the stabilizer and it was removed without difficulty. Based on the review and analysis of all available information, it is probable that the device was damaged as a result of the difficulty experienced advancing the delivery catheter through the guide catheter limiting the performance of the device. The observed hydrophilic coating peeling is potentially related to the patient¿s anatomy and procedural factors present during the clinical procedure. However due to the nature of the hydrophilic coating peeling, the manufacturer continues to investigate the matter. Based on the information currently available the exact cause for the reported hydrophilic coating peeling cannot be determined.

Event description:
Analysis of the device raveled that the stent deployed prematurely outside the patient and hydrophilic coating was peeling. There were no clinical consequences to the patient reported.

Manufacturer narrative:
The stent was returned within its deployed state within the dispenser hoop. Analysis of the device revealed that the delivery catheter was noted to be kinked and was noted to be peeled at the distal end. The distal tip of the catheter and the marker band were noted to be flattened. In addition kinks were noted to the stabilizer. During function testing, the dispenser hoop was flushed and an attempt was made to remove the device, however it was unable to be removed from the hoop. The hoop was cut in order to remove the device. The device was wetted and wet fingers noted that the catheter coating was peeled and from the coated section of the catheter. Resistance was noted as the stabilizer marker was advanced through the flattened tip of the catheter. The dual taper tip of the stabilizer was cut in order to remove the stabilizer and it was removed without difficulty. Based on the review and analysis of all available information, the information fails to indicate an assignable cause or probable assignable cause of the premature deployment of the stent and the analyzed damages. While review of the manufacturing records did not reveal that the device failed to meet specifications upon release, the hydrophilic coating peeling is indicative of a manufacturing defect and manufacturer continuous to investigate the matter.

Event description:
Analysis of the device raveled that the stent deployed prematurely outside the patient and hydrophilic coating was peeling. There were no clinical consequences to the patient reported.